Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 58 months ago. It was reported 5 months post endoleak was revealed that the physician elected to treat the patient (reference MDR#2953200-2009-00217) with the implantation of a talent cuff; however, after implanting the first aortic cuff, there was still a type I endoleak present so the physician implanted a second aortic cuff (reference MDR#2953200-2009-00940) and the endoleak was still there. The physician modeled the aortic cuffs with a reliant balloon; however, still unable to resolve the endoleak. The physician believes that it is possible that the two previously placed renal stents may be protruding out of the renal artery resulting in the type I endoleak. The patient will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other (medical intervention required) - evaluation codes, results: (endoleak). (Renal stents protruding out of the renal artery). Conclusion: (renal stents protruding out of the renal artery).